Manufacturer narrative:
The following fields were corrected/updated based on additional information provided on follow up call: b5 - describe event or problem: it was reported by mother that the patient had been hospitalized with diabetic ketoacidosis (dka). Patient was found unresponsive by her roommate, was transported to hospital by ambulance and admitted to the intensive care unit (ICU). Her blood glucose (bg) level reached over 400 mg/dl while wearing the pod. Patient was resuscitated at the hospital and was also diagnosed with acute kidney injury, altered mental status and acute hyperkalemia. While in the ICU, patient was treated with (unspecified) medication to bring bg levels down, fluids and electrolyte replacements; tests were also done on patient's organ functions. The pod was removed at the hospital and was discarded. Patient was released after spending 5 days in the ICU and the following medications were prescribed: amoxicillin (125mg for 2 days), azithromycin (500mg for 2 days), vitamin b12 (500 mcg), pyridoxine (60mg), thiamine (100mg), potassium powder and lispro and lantus insulin. D4 - lot no: pd1k03232111. D4 - expiration date: 9/23/2022. D4 - unique identifier (UDI) #: (B)(4). H4 - device mfg date: 3/23/2021. H6 - adverse event problem: health effect - clinical code: e0119 loss of consciousness. Health effect - impact code: f0801 intensive care. Type of investigation: b18 device discarded.

Event description:
It was reported by mother that the patient had been hospitalized with diabetic ketoacidosis (dka). Patient was found unresponsive by her roommate, was transported to hospital by ambulance and admitted to the intensive care unit (ICU). Her blood glucose (bg) level reached over 400 mg/dl while wearing the pod. Patient was resuscitated at the hospital and was also diagnosed with acute kidney injury, altered mental status and acute hyperkalemia. While in the ICU, patient was treated with (unspecified) medication to bring bg levels down, fluids and electrolyte replacements; tests were also done on patient's organ functions. The pod was removed at the hospital and was discarded. Patient was released after spending 5 days in the ICU and the following medications were prescribed: amoxicillin (125mg for 2 days), azithromycin (500mg for 2 days), vitamin b12 (500 mcg), pyridoxine (60mg), thiamine (100mg), potassium powder and lispro and lantus insulin.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). Despite good faith attempts to obtain additional details of this medical event, no further information was provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. Beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. Welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. Puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158.